Manufacturer narrative:
(B)(4). One unused actual sample (primary set) was returned for evaluation along with one used sample of product code (B)(4), lot r11e27033 (extension set). Both of the returned samples were visually inspected, and no obvious defects were observed. The extension set was attached to an in-house set that was spiked into an in-house 1000ml solution bag containing reverse osmosis water and re-primed, and checked for leaks. The primary set was then removed from the pouch and spiked into an in-house 1000ml solution bag also containing reverse osmosis water. The set was then primed and checked for leaks. The extension set was then attached to the male luer of the primary set. The whole setup was then again checked for leaks. The set up was then underwater leak tested. Both the extension set and the primary set primed and flowed normally separately and when mated together. There were no leaks found during flow testing and underwater leak testing. Therefore, the reported condition was not confirmed. No assignable root cause could be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter corporate product surveillance (cps) a clearlink extension set in which a leak was observed. According to the report, the extension set was connected to a primary set. Both sets were primed, and the roller clamp on the primary set was closed. The nurse observed that the solution, total parenteral nutrition(tpn), was still dripping out of the patient connection site although the roller clamp was closed on the primary set. The extension set was disconnected from the primary set to determine the source of the leak. There was no leak observed from the primary set. The nurse noticed that the solution in the filter of the extension set was draining, and therefore, it was determined that the leak was from the extension set. The nurse clarified that the filter is inverted and tapped during priming as per label copy. Since, the alleged defect was observed during priming, there was no patient involved. The nurse stated that this occurred with an unknown amount of extension sets before they get an extension set that does not leak. There are no reports of patient injury, medical intervention or adverse events associated with this event. No additional information is available.